Event description:
It was reported that a small insulation damage was noted on both leads. The damage was repaired with silicone adhesive and suture sleeves. All electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.